Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during dwell. The home patient (hp) stated that he was in dwell and had 4 bags connected. There was solution in heater bag only. The hp cycled power and se 2367 occurred. The alarms were cleared. The hp will contact the registered nurse(rn) for any missed cycles. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance received call from the home patient (hp) who stated that the se 2240 was caused because the bags ran dry. The hp spoke with the nurse and made sure that they use appropriate bag size and the next time this will prevent them running out of solution before therapy ends. The hp has been continuing therapy with no other issues. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm cannot be confirmed. The root cause is undetermined. A labeling review found the patient at home guide to be adequate for any potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).